Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 6 btt short port was missing the connector on the one way valve. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).